Event description:
New information received notes that the episodes of inappropriate shock exhibited by the implantable cardioverter defibrillator (ICD) were initially noted via remote transmission. The shocks were due to inappropriate interpretation of signal. The ICD was reprogrammed. The patient was in stable condition.

Event description:
It was reported that the patient received inappropriate shock by the implantable cardioverter defibrillator (ICD). No further information was provided.